Event description:
End users caregiver states the tires are worn out. Additional reportable malfunction for this device; (B)(6) - controller has exposed wires (B)(6) - chair is in drive lockout (B)(6) - chunks coming off the chair.